Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that during preparation of the clip delivery system (cds), it was difficult to close and raise the grippers. They seemed to pop open with resistance. This happened 2-3 times, so the decision was made to use a new cds. There was no patient involvement with the cds and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.